Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient feeling unwell and fatigue presented to clinic for normal follow up. Upon interrogation, the pulse generator exhibited noise. The device was explanted and replaced. The patient was fine post operation.